Manufacturer narrative:
During the coil embolization procedure of an internal iliac artery aneurysm, it was noted that the physician could not detach the cashmere 14 cerecyte microcoil (crc140922-30/g12205) although pressing the detachment button. The green system ready light illuminated and the audible signal beeped at the time the detachment was attempted. Type of the detachment control box and the cable used with the product were not provided. Then, he slightly repositioned the microcatheter (prowler select lpes, catalogue and lot unknown) into the target aneurysm and attempted the detachment more than 10 times. And then, he applied some torque to the dpu of the cashmere and pressed the detachment button once more again, but the situation was same. Therefore, the cashmere was gently pulled back within the microcatheter and was safely withdrawn from the patient. After withdrawal, the cashmere was outside the patient, the microcoil of the cashmere remained attached to the dpu. The procedure continued using a new product (crc140922-30, lot unknown). Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. It is unknown how many coils were successfully placed during the procedure. It is also unknown if the microcatheter was replaced or not. It is unknown if new batteries were used, because the type of dcb used with the product was not provided, and no fault light was seen during case, and all connections appear to fit properly without application of excessive force. However, it is unknown if both the detachment control box and the cable were replaced or not. The complaint product is going to be retuned for evaluation. No resistance occurred during insertion, advancement, positioning of the coil delivery system, and no attempts were made to detach the coil manually. According to the physician, when he attempted the detachment of other four coils (cashmere, catalogue and lot all unknown), the detachment button was pressed about 2-4 times during the procedure. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc.) Was noted on the product by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. Pre-deployment electrical check was performed and no issues noted. The vessel was not calcified or tortuous. The complaint product is going to be returned for evaluation. No additional information was available. The device positioning unit (dpu) failed electrical testing. The most likely contributing factor to the microcoil system passing the pre-deployment electrical check and then failing to detach inside the aneurysm was most likely due to a fracture of the solder joint connection inside the resistive heating coil section. The circumstances of how and where this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. In addition, without the return of both the unidentified detachment control box (dcb) , the connecting cable, and the prowler select lpes microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The device failed electrical test during analysis due to the fracture solder joint, but no conclusion can be definitively drawn with regards to possible contributing factors to the reported event. Therefore, based on the foregoing analysis, information, and DHR that indicated that this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint, no corrective action is warranted at this time.

Manufacturer narrative:
No resistance occurred during insertion, advancement, positioning of the coil delivery system, and no attempts were made to detach the coil manually. According to the physician, when he attempted the detachment of other four coils (cashmere, catalogue and lot all unknown), the detachment button was pressed about 2-4 times during the procedure. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc.) Was noted on the product by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. Pre-deployment electrical check was performed and no issues noted. The vessel was not calcified or tortuous. The complaint product is going to be returned for evaluation. No additional information was available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt.

Event description:
During the coil embolization procedure of an internal iliac artery aneurysm, it was noted that the physician could not detach the cashmere 14 cerecyte microcoil (crc140922-30/g12205) although pressing the detachment button. The green system ready light illuminated and the audible signal beeped at the time the detachment was attempted. Type of the detachment control box and the cable used with the product were not provided. Then, he slightly repositioned the microcatheter (prowler select lpes, catalogue and lot unknown) into the target aneurysm and attempted the detachment more than 10 times. And then, he applied some torque to the dpu of the cashmere and pressed the detachment button once more again, but the situation was same. Therefore, the cashmere was gently pulled back within the microcatheter and was safely withdrawn from the patient. After withdrawal, the cashmere was outside the patient, the microcoil of the cashmere remained attached to the dpu. The procedure continued using a new product (crc140922-30, lot unknown). Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. It is unknown how many coils were successfully placed during the procedure. It is also unknown if the microcatheter was replaced or not. It is unknown if new batteries were used, because the type of dcb used with the product was not provided, and no fault light was seen during case, and all connections appear to fit properly without application of excessive force. However, it is unknown if both the detachment control box and the cable were replaced or not. The complaint product is going to be retuned for evaluation.